Manufacturer narrative:
Per tandem's user guide, "insulin should be at room temperature before film cartridge." No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5) with multiple cartridges during the load process. Reportedly, the customer filled the cartridge with cold insulin. Customer's blood glucose level was not impacted.